Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation results: investigation summary: customer returned (65) loose 1cc, 8mm syringes. Customer states that the needle length is shorter than what is supposed to be. Thirty out of 65 returned syringes were tested using the cannula length gauge and all fell within specifications for 8mm cannula length. A review of the device history record was completed for batch # 6074681. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples / photo(s) received, the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the needle length on bd ultra fine¿ ii needles were found to be shorter than the intended 8mm length. There was no report of exposure, serious injury or medical intervention needed.